Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Sentence understanding has decreased with the device. Due to the number of affected channels, the patient has been programmed with a 5 channel map. There were no changes in health and no incident of trauma reported. The patient has decided upon re-implantation.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been scheduled yet.

Event description:
In (B)(6) 2016 sentence comprehension with the device decreased. Due to the number of affected channels, the patient was programmed with a 5 channel map. There were no changes in health and no incident of trauma reported.